Event description:
It was reported that the patient hadn¿t felt like the pump worked ¿all along¿. On the report date, the pump was refilled and a bridge bolus was performed, as the dose and concentration were increased. After programming the bridge bolus, the healthcare provider (hcp) decided to do a dye study. The dye study was successful. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).